Event description:
The patient reported that the suspect device was used to check their blood glucose and a result of 60mg/dl was obtained. Patient said they were semiconscious and emergency medical technician's were called. Emergency medical technician's arrived and their equipment read patient's glucose at 30mg/dl. Patient was then treated with a dextrose drip and transported to the hospital. Their glucose upon arrival to the hospital was 120mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.